Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
(B)(6) from (B)(6) reported via phone call of customer's hospitalization for low blood glucose levels. The customer's blood glucose level at the time of admission was 20mg/dl. The perceived caused of the low levels was unknown. The hospital clerk was advised to have customer discontinue use of the pump until troubleshoot could be conducted. The customer will be calling when stabilized. No further assistance was provided at this time.